Event description:
It was reported the infusion allegedly "did not run". Customer is requesting event log review. There was patient involvement but no harm. Bd has received additional information. It was reported that the medication involved was vancomycin 1,500 mg in 250 ml, intended to infuse at 166.67ml/hr. As a secondary infusion. It was initiated on (B)(6) 2024 at 1103. Per report, the nurse completed all correct steps and IV line was unclamped. The device indicated that it had infused for 1.5 hours then converted to kvo rate of 20 ml/hr. However, when the nurse went to address kvo alarm, they noticed the bag was still full. There were no alarms or errors noted, per report. This issue has resulted in a 2-hour delay of the antibiotic dose.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of an under infusion of vancomycin was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. ¿ laboratory test results performed on the reported suspect device confirmed that the pump module to be within specification for rate accuracy and was operating as intended. ¿ the facility reported the event date as august 27, 2024, as a secondary infusion; however, the log analysis found the infusion was programmed a primary infusion not a secondary infusion. ¿ the customer provided an event date of 27 august 2024. Based on the review of the pcu event log retrieved, on august 27, 2024, at 10:20 am the suspect pump module alarmed infusor air in line and was channel off, then was was powered on and at 11:03 am started the infusion with a programmed drug ID 629 at a rate of 166.667 ml/hr. The volume to be infused (vtbi) was set at 250 ml and a primary volume infused of 1267.92 ml. O at 12:33 am, the infusion was completed, the pvi was recorded as 525.049 ml, and the pump module was paused o at 12:39 am, the pump module was turned off then removed. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris system user manual (v12.3), it states within warnings and cautions ¿do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported issue of an under infusion of vancomycin was not able to be identified during the investigation.

Event description:
It was reported the infusion allegedly "did not run". Customer is requesting event log review. There was patient involvement but no harm. Bd has received additional information. It was reported that the medication involved was vancomycin 1,500 mg in 250 ml, intended to infuse at 166.67ml/hr. As a secondary infusion. It was initiated on (B)(6) 2024 at 1103. Per report, the nurse completed all correct steps and IV line was unclamped. The device indicated that it had infused for 1.5 hours then converted to kvo rate of 20 ml/hr. However, when the nurse went to address kvo alarm, they noticed the bag was still full. There were no alarms or errors noted, per report. This issue has resulted in a 2-hour delay of the antibiotic dose.